Event description:
The customer reported to olympus, the video processor had a loose host interface which caused a noisy image. The image would return to normal when shaking the video connector. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was interference in the image without image due to defective video connector. The battery on the printed circuit board also ran out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to faulty video connector. Olympus will continue to monitor field performance for this device.